Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thump. Pump error 37 confirmed in the history file on (B)(6) 2023 20:00:25.000. Pump error 37 alarm due to debris on home switch, motor sleeve and motor slide threads. Pump error 38 confirmed in the history file on (B)(6) 2023 07:45:00.000. Pump error 38 alarm due to debris or dried substance on motor sleeve, motor slide and motor slide pad. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, motor, keypad flex and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: moisture damage, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case, scratched case, scratched lcd window (minor scratches), debris in motor slide threads and other (debris on home switch, debris on motor slide and sleeve). Pump error 37 confirmed due to history files. Pump error 37 alarm due to debris on home switch, motor sleeve and motor slide threads. Pump error 38 confirmed due to history files. Pump error 38 alarm due to debris or dried substance on motor sleeve, motor slide and motor slide pad. Damage (physical or cosmetic) confirmed at the front and back of pump. Exposed to moisture confirmed at pcba 1, pcba 2, force sensor, motor, keypad flex and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. (Pump error 37). And also customer reported no motor movement or negligible movement. Retries to free a stuck motor failed. (Pump error 38). Customer also reported pump and mobile application pairing issue. It was resolved in trouble shooting steps. Troubleshooting was performed and was able clear the alarm successfully and the pump did rewind. Error table indicate pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.